Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent ipg repositioning wherein the writing side was placed facing up. The patient was doing well postoperatively. The battery remained implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.